Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. It was determined that the most probable cause is due to the downstream occlusion sensor. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Device has not been returned to manufacturer

Event description:
It was reported that the pump exhibited a "no disposable, clamp tubing" alarm. Per reporter troubleshooting was unsuccessful. The reported settings were: rate: 2.0 ml, volume 47.3 ml, given 44.70 ml. No adverse patient effects were reported.